Event description:
The manufacturer previously received information alleging a bipap a40 was running on battery despite being plugged into ac power. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The customer's complaint was confirmed. The issue was found to have been caused by a faulty detachable battery connection. The device's battery harness needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. Additionally, during the evaluation, ventilator inoperative alarm conditions were observed. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. The device's main board needs to be replaced to address the issue. The repair is to be done following approval from the customer. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The bipap a40 pro (1111177) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.